Event description:
Related MFR report: 1627487-2020-47873

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-47873. It was reported the patient was unable to feel stimulation. Diagnostics indicated high impedance readings. Surgery was undertaken and the extension was found to be almost completely out of the implantable pulse generator (ipg) header. Intra-operative diagnostics of the lead showed no anomalies, however high impedance readings were noted when testing the extension. The extension was explanted and replaced. No intervention was taken with respect to the lead or ipg. Replacing the extension resolved the issue.